Manufacturer narrative:
The field service engineer (fse) evaluated the instrument. The fse found that the syringe was damaged and was causing the reported issues. The fse replaced the syringe, which repaired the failing analytes. The repairs were verified by the fse. (B)(4).

Event description:
The customer reported the ichem velocity instrument was failing multiple analytes. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.